Manufacturer narrative:
(B)(4). Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Event description:
Patient implant of a (B)(4) bifurcated device and a (B)(4) infrarenal aortic extension on (B)(4)2009. An (B)(4) 2010 follow up revealed a type iii endoleak between the bifurcated device main body and the infrarenal aortic extension. On (B)(6) 2010, the patient was treated with two (B)(4) infrarenal aortic extensions and an aortic stent which resolved the type iii endoleak.